Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer found that the device had missing and extremely faded segments in the results field that impedes their ability to read the display. A display check was performed and the display was illegible. The battery contacts were cleaned and the batteries were changed. The customer stated seeing 520, but that the meter appears to be off. The meter powers on, but the display is very faint and the only thing they can distinguish is a faint flashing bar.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical productsand device evaluated by mfrwere updated.